Event description:
It was reported that the patient underwent a revision approximately six (6) days post-implantation due to the glenoid head disassociating from the tray. Both the glenoid component and liner were exchanged in the revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03498. Device product code - phx. Concomitant products: item# 00435003600; lot# 64996344. Item# 00434901013; lot# 64759362. Item# 01.04223.018; lot# 2942443. Item# 01.04223.018; lot# 2951969. Item# 00436201500; lot# 64465978. Report source: foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed by visual examination of the returned implant, which identified signs of use. Medical records were also provided that identified a reverse left total shoulder arthroplasty with dislocation of the glenoid. Radiolucency was noted along the superior aspect of the glenoid plate and could represent loosening. There was also nonspecific calcifications in the subacromial subdeltoid bursa. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at the time of this report.